Event description:
During a balloon assisted coil embolization of an anterior communicating artery (acomm) aneurysm; the aneurysm bled when the occlusion balloon was removed and the patient suffered a stroke. The physician was able to immediately stop the hemorrhage (unknown treatment); however, temporary loss of the patient¿s right a2 segment was suspected due to right side paralysis. It was reported that the patient is showing progress and may regain full movement with therapy. The physician believed that the hemorrhage occurred at the neck of the aneurysm due to the balloon not being fully deflated while being removed from the treated site. No additional information is available.

Event description:
During a balloon assisted coil embolization of an anterior communicating artery (acomm) aneurysm; the aneurysm bled when the occlusion balloon was removed and the patient suffered a stroke. The physician was able to immediately stop the hemorrhage (unknown treatment); however, temporary loss of the patient¿s right a2 segment was suspected due to right side paralysis. It was reported that the patient is showing progress and may regain full movement with therapy. The physician believed that the hemorrhage occurred at the neck of the aneurysm due to the balloon not being fully deflated while being removed from the treated site. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned; therefore, analysis cannot be performed. However, aneurysm rupture, stroke and neurological deficit are known risk associated with endovascular procedures and are listed as such in the directions for use. Information available indicated that examination of the balloon post case, the physician noticed that there appeared to be a back-bleed in the balloon and therefore, was no longer visible under fluoroscopy. The device directions for use warns that back flow into the balloon can cause poor visualization of the balloon and lead to serious injury. Therefore a root cause of operational context has been assigned to this event.

Manufacturer narrative:
Subject device is not available.